Event description:
It was reported that customer experienced cartridge alarm 20 that did not occur during load process and had been previously reported with same pump. There was no adverse impact to the customer¿s blood glucose level. Customer was already using loaner pump.